Manufacturer narrative:
The complaint sample was not returned to (B)(4) for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor, stated there was no failure found with the returned impactor. The distributor investigation attributed the malfunction to user error. No further investigation is required. Complaint sample not returned to the manfacturer (B)(4).

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.

Event description:
Customer reports on rec'd (B)(6) 2014; the impactor is getting stuck in implant during an unknown procedure; the surgeon is unable to remove it after impacting shell, because it will not un-thread. Customer states there was a delay in surgery of greater than 30 minutes. No add'l info was provided on patient outcome. Patient age and gender are unknown.

Manufacturer narrative:
Investigation is currently in process. Once completed a f/u medwatch 3500a will be submitted.